Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the camera head experienced a leak in the head unit. This issue was identified during a lab/demonstration. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: b6, b7, d4 - primary UDI number. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause for leakage could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.